Event description:
It was reported that the threshold on the right ventricular (rv) lead steadily increased over time eventually becoming high and triggering a lead impedance warning. The threshold was also noted to have a slight rise. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2001; sedr01 implantable pulse generator (B)(6) 2009. (B)(4).